Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis which concluded that detector was defective. There were a several mechanical shocks registered on the detector. Calibration of the detector was performed with the customer. The defective detector was replaced with a new one and was returned for clinical use.

Event description:
It was reported that the detector did not work. There was no external damage that can be recognized but the detector did not function. The device was in clinical use and there was no patient or user harm or injury. Additional information received that the detector was dropped by the user.